Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2005. The patient experienced erosion, shrinkage, extrusion of mesh, causing urinary retention, persistent pain, dyspareunia. No additional information was provided.

Manufacturer narrative:
(B)(4). Shrinkage. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2011-01742. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent mesh implantation concurrently with left salpingo-oophorectomy.

Manufacturer narrative:
It was reported that the patient underwent incision and removal of epithelialized tissue from around sling, insertion of cook biodesign graft, and tissue closure on (B)(6) 2013.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent a sling procedure on (B)(6) 2007. The patient experienced erosion, shrinkage, extrusion of mesh, causing urinary retention, persistent pain, dyspareunia. This sling has not been recommended for removal.